Event description:
It was reported that the 9800 system lost function of the mag1 mode. This was discovered by the hosp biomedical engineer during service. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A broken wire in the high voltage cable was found. The biomedical engineer replaced the x-ray tube and broken wire in the high voltage cable. The system was put back into service by the hospital biomedical engineer.